Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient experienced no adverse consequences.

Manufacturer narrative:
Correction: the previously reported section b3 was (B)(6)2020 and was incorrect. The correct b3 for the previously submitted report should have been (B)(6)2020. The previously reported section g4 was (B)(6)2020 and was incorrect. The correct g4 for the previously submitted report should have been(B)(6)2020.